Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the patient expired from cardiac tamponade. Cardiac tamponade is not an uncommon complication of open heart surgery. It results from a blood accumulation in the pericardium and is typically a result of the patient's anticoagulation during surgery, the consumption of platelets and coagulation factors during surgery, or surgical error. It is a complication of the procedure and not the device. In this case, the health-care provider has also indicated that the edwards device did not cause or contribute to the patient's death. It has been determined that this event is not reportable; report submitted in error.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 0.07 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.